Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 38 mg/dl. The customer¿s current blood glucose value was 146 mg/dl. The customer did not experienced symptoms of low blood glucose value. Customer reported that the low blood glucose was treated with food. Customer reported that metal piece fell out off battery cap. It was unknown if the customer was using auto mode or not at the time of incident. No further complications were reported. The customer will continue to use the device.